Manufacturer narrative:
Manufacturer's investigation conclusion: the report of worsening outflow graft stenosis due to wall adherent thrombus could not be confirmed based on the provided information. A specific cause for the reported thrombus could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported chest pain could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 10oct2025 through 13oct2025. The stored patient speed was originally set to 5900 revolutions per minute (rpm) with a low-speed limit of 5700 rpm. Estimated flow typically ranged from 3.4-4.8 liters per minute. On (B)(6) 2025, multiple changes to the stored speed and low speed limit were captured, with corresponding decreases in estimated flow and a low pump current fault. These events appeared to be consistent with the reported outflow graft stenting procedure on (B)(6) 2025. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient with non ischemic cardiomyopathy was admitted for chest pain and on a computed tomography angiography (cta) performed on (B)(6) 2025 was found to have worsening stenosis of the left ventricular assist device (lvad) outflow cannula. The patient was noted to now have severe narrowing of the lumen from large amounts of wall adherent thrombus. No device alarms were noted. An outflow graft stenting was performed on (B)(6) 2025. The patient was discharged home in stable condition. It was noted there were no changes to patient condition or anticoagulation status which could have contributed to this event.